Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and insulin pump had error code. Customer¿s blood glucose was unknown. Customer stated that insulin pump had unexplained no delivery alerts, insulin pump rejects battery and insulin pump screen has a rainbow effect in the sun which affects visibility. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm or verify unexpected error message anomaly due to motor error alarm. Motor passed motor test. No failed battery test alarm noted.